Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed tip fixing screw adhesive peeling could not be identified, however, the issue was likely the result of user handling. The event can be prevented by following the instructions for use which state: ¿do not wind the insertion tube or universal cord less than 12 cm in diameter. Equipment may be damaged. Do not forcibly bend the insertion section of the endoscope. The insertion part may be damaged. Do not apply shock to the tip of the insertion tube, especially the ultrasonic vibrator or the tip of the objective lens. Visual disturbances may occur. Do not twist or bend the bent portion by hand. Equipment may be damaged. The remote switch of the endoscope cannot be removed from the control panel. Pushing, pulling, or twisting with excessive force may damage the switch or cause water leakage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of scratches on objective lens was not confirmed. In addition to evaluation in, scope connector had corrosion due to water leakage. Adhesive on bending section cover had a crack. Protector of universal cord on control section side had a scratch. Light guide lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera ultrasound gastrovideoscope had scratches on the objective lens. There was no report of patient harm associated with this event. During incoming inspection, it was determined the tip fixation screw adhesive was detached. This medwatch is being submitted to capture the reportable malfunction found during evaluation.